Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the device operated without trouble in some cases. However, only potassium (k+) values of the device had a huge differences (it showed high/low values) after a case. The values were not agreeing with values of lab analyzer even though the user performed recalibration. The device was not changed out, as they continued to use and compared values to the lab analyzer. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient. Clinical review on (B)(6) 2014: the blood parameter monitor (bpm) was gas calibrated with the cdi 540 calibrator prior to cpb. About fifteen minutes into cpb, when the temperature was stable at thirty-four degrees celsius and prior to the first dose of cardioplegia, an in-vivo calibration was performed in order to compare the bpm to a lab analyzer. Three other in-vivo re-calibrations were completed during the procedure. Cr-(B)(4) / MDR #1828100-2014-00266. The issue, expressed by the perfusionist (ccp), was the potassium (k+) was unstable. Unstable being defined as changes in the k+ level when no clinical cause can be identified and the lab analyzer did not behave in the same unstable manner. A few examples include: 12:00 k+ is 4.5 and had been declining in previous 10 minutes after a bolus of k+ had been administered in the cardioplegia dose. At 12:05, the k+ increased to 4.8 in spite of no clinical reason. 13:42 k+ value is 5.1, but 3 minutes lager at 13:45..the k+ value dropped to 4.0 and that is a large drop in 3 minutes. 13:46 k+ value is 4.1 and one minute later the k+ is down to 3.7. 13:48 k+ value is 4.2, but dropped down to 3.2 in two minutes (at 13:50). These changes were very fast and not based on a clinical event and this same behavior was not seen with the lab analyzer. This was obvious to the ccp and no patient therapy was performed based only on the bpm data. The procedure was completed successfully, without delay. The unit was used for the procedure and not changed out, but more frequent lab analysis was required. There was no associated blood loss and there was no harm reported or observed.

Manufacturer narrative:
Per the subsidiary's manufacturing engineering center (mec), the unit passed blood parameter monitor (bpm) test. They replaced with a demo device, which showed values that wer close to values of laboratory analyzer. The laboratory evaluation could not confirm the reported issue. No blood loop or similar device available. Ran monitor for extended amount of time using sealed cdi510h shunt sensors, no fluid flow through sensor, static testing with just shunt sensor attached. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.